Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 520 mg/dl at time of incident. The customer declined troubleshooting. The customer stated that the symptoms related to high blood glucose was other. Customer stated that the auto mode feature was not active at time of high blood glucose event. The device will not be returned for analysis.